Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose over 500 mg/dl while wearing the pod for more than 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. No treatment information was provided.